Event description:
Reportedly, pt expired approx after a implant duration of 0.37 month, due to unk reasons. Unk if pt death is device related. Pt also had a device in the aortic position and a 4500 in the tricuspid position, on the same day. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.